Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the product was manufactured prior to a redesign of the operational amplifier circuit of the patient board (dr board), leading to the 180 scope not shown in the image due to the failure of the operational amplifier. The design change of the dr board was done on april 16, 2018. The subject device of this report was manufactured prior to the design change (see h4).

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to inform them of the issue. After discussing the details captured, the customer went on to note that this particular unit was purchased through a 3rd party vendor, and they would be seeking further assistance from them. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was not producing an accurate image while in use. According to the initial reporter, he attempted multiple 180 scopes and multiple maj-1430 communication cables. Customer went on to clarify that when a scope is installed in the device, color bars are present on the monitor. There was no patient harm or consequence reported as a result of this event.